Manufacturer narrative:
(B)(4).

Event description:
The receiver being used at the time of event was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. There was no alleged malfunction to the device.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they experienced a hypoglycemic event leading to a seizure that required medical intervention during the receivers two hour warm up period. The patient had passed out and was found by his wife on the floor. Patient's wife contacted emergency medical services (emt). Emt arrived to the patient's home and checked the patient's blood glucose via finger stick; it was stated to be between 0 and 13. Emt treated patient with a shot of glucagon. The patient is reported to be healthy. No additional event or patient information is available.